Event description:
A malfunction was reported with a malfunction 16 code displayed on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.